Event description:
The pt experienced a loss of stimulation to the right lower extremity. It was discovered that the ead had moved from right to left of midline and was no longer stimulating the right lower extremity. The lead was replaced. The pt recovered without sequela.